Manufacturer narrative:
On 12/11/2019, the visual analysis of the device showed there was a tear in one of the suture tab, on inferior location, measuring approximately 0.5 cm. Microscopic examination was performed to the rupture and no evidence of instrument damage was observed. No additional anomalies were observed. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore, no further investigation is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Although the manufacturing criteria was met during manufacturing, there is an open investigation to address with the defects of the suture tabs on the tissue expander as seen by the customer. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: catalog smxp130rh , an artoura breast tissue expander 475cc, catalog number left lot 7709041. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast reconstruction with an artoura breast tissue expander 475cc and experienced deflation on the right breast tissue expander. As a result, the patient had undergone removal and replacement with unspecified implant on (B)(6) 2019.